Manufacturer narrative:
The product was not returned for analysis. The product history records could not be reviewed because the rptr did not provide a lot number or any identification traceable to the mfg documentation. The product investigation could not identify a root cause. No enough info was provided from the rptr to properly complete an investigation. Multiple attempts have been made to obtain add'l info. A completed questionnaire has not been rec'd. (B)(4).

Event description:
A consumer reported following bilateral multifocal intraocular lens (iol) implant surgery, her vision is better than with glasses, but distance vision is blurry. She could "see good for reading with good light but could not see good for computer work." A yag procedure was performed on the right eye with no improvement. She cancelled the procedure for her left eye. Add'l info was rec'd from the consumer, who indicated she had astigmatism in both eyes and during the implant surgeries; the surgeon performed "some minor surgery that would help with that." The consumer also reported experiencing halos around lights, "much more so than before the surgery." Approx one month following surgery for the right eye, the surgeon noted the lens "had clouded up" and the yag procedure was performed about one week later. She saw her surgeon for her two-month f/u examination and the surgeon told her he "feels the problem is not the lens but her eyes having trouble adjusting to them." He explained that the "right eye vision had improved and he felt it would continue to do so." He also recommended the yag procedure for the left eye. At this time, a yag procedure has not been scheduled. Add'l info has been requested from the surgeon. There are two medical device reports associated with this event. This report is for the left eye.